Event description:
An implant card was later received showing the patient had undergone vns generator replacement surgery due to generator battery depletion. Once the old generator was replaced and the new generator was attached to the existing lead, the vns was tested and the impedance valued showed 2012 ohms, which was within normal limits. The explanted generator was received by the manufacturer. While device analysis is expected, it has not been completed to date.

Event description:
Product analysis (pa) was completed on the returned generator and it was found the allegation of a failure to program due to believed end of service (eos) was not duplicated. The generator was able to be interrogated at multiple orientations, the percent battery consumed was only approximately 41%, and the battery voltage showed 2.919v which is indicative of an ifi = no (intensified follow-up indicator) condition. Proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified. There were no performance or any other types of adverse conditions found with the generator. Attempts to the physician's office were made regarding information about the patient's increase in seizures. The nurse was unable to state whether or not the increase in seizures was below, at, or above pre-vns baseline levels.

Manufacturer narrative:
The information in supplemental #02 MFR. Report was inadvertently reported incorrectly as 02/24/2017. The correct date should have been 05/24/2017.

Event description:
Clinic notes were received in regards to the patient's generator replacement referral. The notes indicated the patient had a recurrence of seizures and the vns is now totally non-responsive. It was not mentioned whether the patient's increase in seizures was below or above pre-vns baseline levels. It was mentioned that during the previous assessment at the patient's last visit, the vns showed a high output current, but otherwise no suggestion of end-of-life for the battery. It was later confirmed that troubleshooting on the physician's programming system was performed and it was noted there were no issues. It was noted the patient was seen in the office again and the physician was still unable to communicate with the patient's vns. Attempts for additional relevant information have been unsuccessful to date.